Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding. Customer stated that she had the insulin pump in sports bra while at the gym and found there is fluid under the screen. Blood glucose value was 8.6 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No moisture damage found inside the insulin pump. The insulin pump received with cracked case at display window corners, reservoir tube and minor scratched display window.